Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer input settings onto the pump incorrectly. Subsequently, the customer's blood glucose decreased to 41 mg/dl which was addressed with the customer consuming food. Reportedly, the customer resolved the issue prior to call with tandem technical support.